Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device and associated lead displayed noise, oversensing and pacing inhibition. Pacing impedances of less than 200 ohms had also been recorded. The patient was seen for a revision procedure where the lead surgically abandoned; the device was explanted and returned. There were no additional adverse patient effects reported.